Manufacturer narrative:
(B)(4). Additional information was received regarding the incident. The source of the hematoma and the staple line bleeding is believed to be a migrated staple that had punctured the cardiac sac. The staples were poorly formed, and likely a deformation in a staple resulted in the staple puncturing adjacent tissue. To correct the condition, a reoperation was performed and the deformed staple was removed.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was performing a laparoscopic repair of esophageal hiatus hernia. The operation was done with mesh to diaphragmatic hernia (morgagni hole) with the subject stapler. Two days after the surgery, the patient became the state of shock. The hematoma in the pericardium was suspected by CT and the patient was diagnosed cardiac tamponade. When re-operation was performed by cardiac surgery, the surgeon noticed bleeding and a staple from the abdominal cavity protruding the heart sac were observed. The accurate amount of bleeding was unknown. The staple retrieved from the cardiac sac was not closed at the tip. The thickness of diaphragm would be 2 to 3 mm. The last known patient status is she is in recovery and nimble. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.